Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. D11, concomitant medical device: revitan, proximal part, cylindrical, uncemented, 75, taper 12/14, ref#: (B)(4), lot#:2707609. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to breakage, loosening. Review of event description : the alleged event is described as a condition after a fall in early november 2018 with a fracture of the stem. The following product information is stated: revitan® distal part, curved, uncemented, 22/140. Ref. No.: (B)(4). Lot no.: 2722771. It is noted that documents are not available because the initial implantation took place in another hospital. Trauma is reported as a possible contributing condition related to the event. The information in the bfarm user report is consistent with the information received from the hospital. The description of the event states: fall of the patient in early november. Whether the prosthesis was damaged during the fall or led to the fall cannot be determined. It is unlikely that the stem can be damaged during a fall. After the fall the patient had pain in the hip right. Fracture of the stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the connection pin of the revitan® stem is fractured in the transition area between the nonblasted and the blasted area. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. The fracture occurred in an 20° angle approximately in anterior-posterior direction. The fracture surface shows partial polishing of different intensities. The surface structure points to a fatigue fracture starting from the lateral side. Macroscopically as far as visible, no defects that could have favored or triggered the fracture were found on the fracture surfaces. The anchoring surface of the proximal stem part exhibits no bone attachments and shows coarse damage due to the removal in the taper and neck region e.g. Scratches and indents. A slightly shiny area can be observed at the proximal taper end on the anterolateral side. Another shiny area can also be seen on the anterior side next to some coarse damage. Closer inspection with a low power microscope (leica mz16 a) revealed signs of fretting in both areas. On the anchoring surface, the medial side shows regular polished spots aligned in lines that are in the area of the curvature. On the lateral side polishing can be observed with a horizontal pattern. In some areas it is polished to a shine. On the anterior and posterior side the anchoring surface exhibits a mixture of polished spots, lines and areas as well as scratches. The latter most likely occurred due to contact with an instrument during surgery. Some metal wear and deformation can be observed on the medial tooth's distal face and anterior outer edge. On the proximal fracture part of the connection pin a semi-circumferential stripe of the nonblasted area is visible adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed the machining marks at the proximal end of the stripe. Adjacent to this some smeared metal and can be observed. Further, possible signs of fretting can be seen in isolated small areas. On the posterior side some polishing is recognizable in the blasted area. The bioball system and the revitan® proximal part were already disassembled while the bioball® adapter and the bioball head are firmly fixed to each other. The articulation surface of the head shows several diffuse metallic smearing and lines. It remains unknown if the latter derived from an instrument during surgery or possibly from contact to another component during shipment. The inner taper of the adapter shows a seating pattern and / or possible surface changes. Closer inspection with a low power microscope (leica mz16 a) revealed a wedge-shaped area with possible fretting. Review of product documentation: the compatibility check was performed and showed that the product combination was not approved by zimmer biomet. Conclusion summary according to the received information the revitan® stem was revised due to a fracture of the connection pin after approximately 4 years and 10 months in vivo. It is reported that the patient hat a fall previous to the fracture. The distal part was not received and based on the received documentation it remains unknown if it was revised. The connection pin of the revitan stem is fractured at the connection pin due to fatigue in the transition area between the non-blasted and the blasted area. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surface is partially polished and the fracture origin is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. The revitan stem was paired with a bioball system from merete. Products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. There was no assurance that products from different companiesmay be safely used in combination with each other. Therefore the current combination is considered to be "off-label use". The anchoring surface of the proximal stem part exhibits no bone attachment. Further, polished areas as well as polished spots are visible on the proximal part which could indicate loosening / movements against its surroundings e.g. Bone, possible cerclage. On the proximal fracture part a semi circumferential stripe adjacent to the fracture surface revealed some smeared metal and possible signs of fretting. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. On the stem & head's taper connection some signs of fretting were observed. The reason for this remains unknown. If and / or to what extend the above described off-label use, possible loosening of the proximal part and the fall of the patient are possible factors in connection to the fracture remains unknown. With no medical history (e.g. X-ray follow-up, surgical reports etc.) And no revitan® distal part at hand any further influencing factors that may have contributed to the fracture cannot be evaluated. Based on the retrieval investigation and the information at hand the reason for the fracture of the connection pin stays unknown. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products - therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on right side and underwent revision due to implant fracture